Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user paused insulin delivery during the night, the pump did not automatically resume delivery, and the user awoke with hyperglycemia at 243 mg/dl; the user later returned to range after resuming pump therapy, and education was provided that the pause feature does not auto-resume and should not be used for low glucose. Symptoms included hyperglycemia without loss of consciousness or other acute effects. Outcomes included no medical intervention, hospitalization, or use of backup therapy. Investigation included customer interview and troubleshooting with user education on intended use of the pause feature. Investigation of this case revealed that insulin delivery was intentionally paused and not resumed, with no device alarms reported and no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear.